Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that they were unable to confirm the reported issue. There were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system had unexpectedly shutdown. It had been powered on since the morning, but unknown when it was turned off. The representative will leave the system with the site to see if the issue can be replicated after being left on, as the representative was unable to replicate the issue while on site. There was no patient present. Additional information noted that the system was plugged in when the shutdown occurred